Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to undersensing of a supraventricular tachycardia (svt). This caused the device to deliver inappropriate shock therapy. A new lead was implanted at the same surgical intervention. The tachy pacemaker was explanted at the same surgery due to a normal battery depletion. No additional adverse patient effects were reported.